Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message); "cassette leaking" (fluid leak). A customer reported that a system message was displayed at the end of the case. Some water was dripping under the cassette block at the end of surgery. The surgeon was able to complete the surgery without changing equipment. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).